Event description:
The customer stated that his contour meter was reading lower than his elite meter. While troubleshooting, he performed control tests and received a result of 54 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test stirps were sent to the customer.